Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Missing crimp was approximately 0.046¿ x 0.032¿. Additional observation not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.26" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube this failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing a review of system logs showed that the cadiere forceps instrument was last used on (B)(4) on (B)(6) 2020 and it had 4 lives remaining. No image or procedure video was provided for review. A review of the site's complaint history was performed and no other complaints for this instrument were found. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the cadiere forceps had a broken cable. The procedure was completed and there was no patient injury.